Manufacturer narrative:
H3, h6: the navio, handpiece, part number 110137, sn: (B)(6), intended for use in treatment was returned for evaluation. The reported problem was visually confirmed. The snap lock nut is loose. Although the reported problem was visually confirmed, a functional evaluation could not be performed due to the snap lock is damaged. No additional functional non-conformances were identified. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most likely cause of this event is a mechanical component failure of the snap lock nut. Based on the investigation, no further containment or corrective action is recommended or required at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during the set-up of a navio tka procedure, it was noticed the black lead nut inside the handpiece was moving and jamming easily. When tech went to calibrate, the handpiece would not pass the homing test. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported.